Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became shattered and is no longer responsive. Reportedly, the touchscreen no longer illuminates. Customer's blood glucose level was not impacted. Customer stated that she has back up manual injections for insulin therapy.